Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Ppf and medical records received. Ppf alleges loosening of cup, metal wear and metallosis, however, the cup was not removed. After review of medical records for the MDR reportability, patient was revised to address severe metallosis, redness, and pain. It was also reported that the liner was abnormally placed which created severe metallosis. Doi: (B)(6) 2005; dor: (B)(6) 2010; right hip. See (B)(4) for the second revision.

Manufacturer narrative:
Product complaint # :(B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.